Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
This incident was reported under complaint report # (B)(4) for a (111985, premium plus ceea* 25 instr. W/tilt-top*, p4j0116x); however, the product received was (egia60amt, egia 60 articulating med/thick sulu, n5g1029kx)â¿¿.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual testing revealed that the instrument was partially fired. Additionally, damage to the cutting edge of the knife blade and bent, partially extruded staples were observed. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications. The file was concluded to be a misuse by the end user. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned with no reported condition associated with it.